Event description:
While testing high efficiency respirator mask, saccharin was sprayed for rptr to inhale without the mask in place, while a hood was placed over her head. Saccharin was again sprayed for her to inhale with the mask in place and the hood over her head. Massive allergic reaction with hives.